Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 7 months due to prosthetic aortic valve regurgitation (perivalvular leak). Per the operative report: "...the valve was inspected with the above findings [regurgitation and cad]. The previously placed bioprosthetic valve was removed and the annulus debrided of calcium and pannus with rongeurs. ...a 23 mm tissue valve (edwards a2700 pericardial) was selected and prepared. ...the valve was seated in the annulus ... The patient was separated from cardiopulmonary bypass ...the patient tolerated the procedure well and postoperatively, he was taken to the surgical intensive care unit."

Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. The type and cause of regurgitation varies depending upon multiple factors. Unfortunately, the explanted device was not returned to edwards for analysis. There is insufficient information in this case to conclusively determine the root cause of this event.